Event description:
Customer reported via phone call that there is a cosmetic damage on the insulin pump. The blood glucose reading is unknown.

Manufacturer narrative:
Unit received stuck in a alarm loop after battery installation due to a software error. Unable to perform any test due to alarms. Unit received with minor scratched lcd window.